Event description:
Patient contacted animas on (B)(6) 2012 regarding a letter they received from animas regarding the keypad. Patient stated that with the keypad button the ok, up and down and contrast button have a delay in response . The patient mentioned that they have to press the buttons multiple times for it to respond. The patient stated that the alleged issue began approximately 2 months ago. There was no misuse of the product and there was no evidence of moisture in the pump. The product was replaced. At this time there is no evidence that the meter caused or contributed to a serious injury. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Testing confirmed delayed/intermittent responses from the up, down, contrast, and ok keypad buttons, and multiple presses with increased force were required to elicit a response. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.